Event description:
On (B)(6) 2012 the patient contacted the animas corporation to report that the keypad buttons were intermittently responsive. The patient stated it required five to ten presses to get the buttons to respond. Patient stated that the issue began two weeks ago. Patient claimed that the keypad was intact. The patient reported that the pump was worn on a belt clip and the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to an alleged keypad malfunction.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and ok keypad buttons were intermittently unresponsive and the down arrow and contrast keypad buttons responded appropriately. There was evidence of keypad contamination found under the key contacts and the ok key contact was found to be misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.